Manufacturer narrative:
Upon further investigation and review of the complaint, the reported issue was observed during pre-use testing of the unit by the medical engineer (me) prior to patient use. Therefore, this complaint no longer meets reportability requirements.

Event description:
The manufacturer's product support engineer (pse) found the unit's alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered. The pse confirmed the issue of alarm led failed. The pse also found the unit's oxygen concentration test was out of specification. The pse replaced the unit's power switch overlay to resolve the reported issue of alarm led failure. The pse replaced the unit's flow sensor assembly to resolve oxygen concentration test specifications out of range. The unit passed required performance verification tests per philips standards.